Manufacturer narrative:
The unit was received with a cracked and bleeding lcd glass and a stripped battery cap coin slot. Analysis was unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to a cracked and bleeding lcd glass. The unit was also received with a minor scratched lcd window, a cracked case at the display window corner, a damaged display window cover, a cracked belt clip slot, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report that she found her missing insulin pump. The customer put her device in a box and it got crushed resulting in a cracked display and battery compartment. The customer's blood glucose level ranged from 307 mg/dl to 424 mg/dl. The customer had been off of the insulin pump for a week. The customer treated her high readings with manual injections. The customer stated that her high reading was not due to the insulin pump but due to a recent surgery. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.